Event description:
The returned generator and lead had analyses completed one each respective device. The analysis of the generator confirmed in its ability to accurately measure impedance values and showed that the device performed according to all functional specifications. The generator was monitored for a greater than 24 hour period while placed in a simulated body temperature environment and the results confirmed in the generator's ability to accurately provide the intended output. The review of the generator data confirmed that the high impedance first occurred in (B)(6) 2016. A portion of the lead, including the electrodes, were not returned for analysis so a complete evaluation could not be performed. During the visual analysis, the connector ring quadfilar coil was broken approximately 355mm from the end of the connector boot and scanning electron microscopy was performed and showed evidence of extensive pitting which prevented identification of the coil fracture type. Pitting and residual matter were observed on the coil surface. An abraded opening was also identified on the outer silicone tubing and likely provided a leakage path for what appeared to be dried remnants of body fluid inside the outer silicone tubing. The setscrew marks identified on the lead connector pin provided evidence that a good mechanical and electrical connection was present and one point in time between the generator and the lead.

Event description:
The patient underwent a full replacement surgery due to the high impedance. The post-op impedance values were within normal limits. The explanted lead and generator were both sent to the manufacturer for analysis, which has not been completed to date.

Event description:
A patient reportedly had low impedance identified on a system diagnostic test. A diagnostic test was performed immediately afterwards and high impedance was found. There was no report of trauma, but the patient was reportedly extremely active. The patient's device was reportedly working as intended during the previous office visit.